Event description:
Litigation papers allege patient suffered need for additional testing and medical monitoring; potential early revision and replacement of hip implant; cobalt and chromium poisoning; and pain, suffering, anxiety, and emotional distress.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/9/2014 - medical records received. Upon revision, synovitis, effusion, and erosion around the cup and stem were noted. The information received does not change the MDR decision. This complaint was updated on: 09/24/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered need for additional testing and medical monitoring; potential early revision and replacement of hip implant; cobalt and chromium poisoning; and pain, suffering, anxiety, and emotional distress. Doi: (B)(6) 2006 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 02/28/2012 plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated MDR's were updated. There is no new information that would change the outcome of the investigation. Update 3 july 2014 der rcvd - updated dor, added metallosis as a reason for revision, added patients activity level and age. Added 3 products. Update 31 july 2014 - updated der rcvd. Added patient demographics and altr to reason for revision, added clinical study number. Also changed stem products to not removed as only the cup, head and sleeve were revised.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered need for additional testing and medical monitoring; potential early revision and replacement of hip implant; cobalt and chromium poisoning; and pain, suffering, anxiety, and emotional distress. Doip: (B)(6) 2006 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 02/28/2012 plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated MDR's were updated. There is no new information that would change the outcome of the investigation. Update 3 july 2014 der rcvd - updated dor, added metallosis as a reason for revision, added patients activity level and age. Added 3 products.

Manufacturer narrative:
Update 02/28/2012 plaintiffs preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.